Manufacturer narrative:
(B)(4). The card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Ten representative samples were returned for investigation. All the samples were carefully removed from the pouch and was subjected to visual inspection prior to deflation testing and noticed that all the samples does not showcase any abnormalities. The complainant claimed that the balloon could not deflate when using syringe suggesting non-deflating issue. Several possible root causes for this issue includes faulty valve, faulty syringe, improper syringe insertion or blocked lumen or funnel. Testing was then carried out by inflating all the samples using 3ml of water using a luer tip syringe and it was observed that the balloons are able to inflate to its required size and shape without any issue and therefore was left for 20 minutes. After 20 minutes, deflation test was then conducted to verify any non-deflation issue. All samples were successfully deflated. In our current standard operating procedure, the raw balloons are subjected to 100% visual inspection. Other remarks: any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Balloon could not be deflated could be due to various reasons. However any non-deflation issue could not be found in the returned samples. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the mother of the patient reported that the balloon of the catheter could not be deflated by connecting a syringe to the valve. In each case the catheter could be deflated by cutting the catheter. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
It was reported that the mother of the patient reported that the balloon of the catheter could not be deflated by connecting a syringe to the valve. In each case the catheter could be deflated by cutting the catheter. The patient's condition was reported as fine.